Event description:
It was reported the device was used during a small bowel resection. It was reported the tlc55 was fired with 1 hand, and surgeon had his other hand down toward the end of the instrument protecting the other viscera. The surgeon fired the device and the blade came out of the end of the device and gouged his hand. The rep did not know at the time of this report what kind of treatment surgeon had to undergo as a result of the event. The device fired and cut the pt's tissue appropriately, this occurred on the first firing of the device. Another device was opened to complete the case. This device was fired twice. On the first firing it stapled but did not cut all the way. The next firing was fine. There was no consequence to pt.